Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown drug via an implantable pump for unknown indications for use. It was reported that the patient has been complaining of persistent pump pocket discomfort for several months due to it sitting in an oblique position. After discussing options with the healthcare provider (hcp), the patient agreed to an elective procedure to relocate the pump from the left abdomen to the left flank. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient had been consistently wearing topical lidocaine patches to help with persistent pocket discomfort. Action/intervention: the patient was taken to the operation room (or) ¿today¿ for pump relocation. The hcp first started by opening the existing pump pocket and dissecting down to the pump and proximal pump segment. Once the pump was removed from the pocket, the hcp used and 8540 catheter access kit to access the catheter access port with positive return of spinal fluid. The pump was then disconnected from the catheter and placed on the back sterile table. The hcp then proceeded to disconnect the proximal pump segment at the collet and placed it on the back table. The hcp next opened the midline lumbar incision and dissected down to the existing catheter and anchor. He proceeded to pull the catheter back from the previously existing pocket and to the lumbar incision. The hcp then created a new pocket in the left flank. The existing catheter was tunneled to the pocket and reattached to the existing proximal pump segment and pump. The hcp then proceeded to again aspirate from the catheter access port before and after placing the pump into the newly created pocket with positive return of csf each time. Incisions were then irrigated and closed. There were no changes to catheter length/volume. Outcome: the issue was resolved. The patient medical history was lumbar post laminectomy syndrome, chronic back pain. The patient status was alive and no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.